Event description:
Physician tried to deploy this stent in the renals but catheter length selected was too short to reach targeted area. When the physician tried removing the stent, it became stuck and would not come back through the 6f sheath. A strut of the visi-pro stent was bent, which was preventing re-entry. Stent was deployed in brachial artery without any complication, not in the targeted renal vessel. Once the visi-pro was deployed in the renal the physician was able to advance a different stent through the visi-pro down to the renal and that was deployed in the target lesion.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.